Event description:
The new gold tip of the laser fiber broke off inside the patient.

Manufacturer narrative:
The lot history records were reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The complaint sample was returned for evaluation and the following was observed: the fiber and sheath were returned attached for evaluation. The gold tip was not returned. The fiber tip is sticking 7cm out of the sheath. The distal end of the fiber is charred and is 2.5mm in length. Burn back is present. The fiber loc is not secure. A measurement of the fiber can not be taken due to the insecure fiber loc. The fiber cannot be removed from the sheath. The sheath is not burnt and is 64.5cm in length. Specification is 64.6cm+2cm. The complaint investigation has been confirmed during the visual inspection of the returned sample. The fiber and sheath were returned for evaluation. The returned fiber appeared to be locked in place in the sheath but further evaluation showed the fiber was sticking 7cm out of the distal tip of the sheath, and the sheath loc was not secure. The distal tip of the fiber showed burn back and the gold tip section was not returned. There was no damage to the sheath. The exact cause of the complaint is unknown. Based on the evaluation of the fiber burn back, it is possible the complaint was caused due to a break in the fiber. It is unknown when this break occurred. A corrective action has been opened to address this type of complaint. During the review of the manufacturing records, it was observed that the manufactured lots meet all device specifications and quality requirements. The instructions for use states the following to help prevent breaks in the fiber: precaution: prior to and during use, avoid damaging the fiber by sticking, stressing or excessive bending of the fiber. Do not coil the fiber tighter than a diameter of 20cm. This type of complaint will continue to be monitored for tends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.